Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 22263, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for three applications on the date of the event. The catheter failed the performance test due to system notice 50005, indicating the safety system has detected fluid in the catheter and stopped the injection. The dissection test showed a kink on the guide wire lumen at 1.14 inches from the tip. The pressure test showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed inspection due to a kink and a breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.